Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the defective scope connector led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the colonovideoscope did not display an image on the screen. The procedure was completed using the same device. There were no reports of patient harm.